Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue and continued to use the existing pump for insulin therapy. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (damaged pins).